Event description:
It was reported that t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Caller confirmed use of tandem charging cable and wall adapter, followed instructions to leave pump connected to a working outlet for at least 30 minutes, and pump then began charging with original supplies, so no further assistance was required.